Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition of the cutter device being worn, identified during service and evaluation was confirmed. The assignable root cause of the worn cutter was determined to be traced to component failure from wear and the dirty condition of the device was determined to be traced to environment. UDI: (B)(4).

Event description:
It was reported that during in-house engineering evaluation, it was determined that the router of the cutter device was generally worn, dirty and not cleaned properly. It was noted in the service order that the handpiece device was overheating and the cutter device was unable to be detached. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.